Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Gmk hinge fixed pe tibial insert size 5, 14 mm: code 02.09.0514h / lot 120032 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Only this item of the lot have been already sold. We have no evidences that the event is device related.

Manufacturer narrative:
No further information has been received concerning outcomes for the patient nor about the revision surgery, although it was requested several times.